Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p94j95. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 5 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the bleeding a result of the device failing to fire? The bleeding was not from the gun miss firing but the bleeding was not arrested in the time spam it should have been due to the miss firing. Are you able to advise how much blood loss (in ml) for the patient? Blood loss is not noted as being excessive. Was there any blood pressure drop for the patient? How was the bleeding managed; did the patient undergo blood transfusion or any medical intervention? How was the procedure completed? What is the patient's current condition? The procedure was completed laproscopically and bleeding arrested after opening a new device. Patient postoperative period was uneventful and discharged from hospital on day 2. The gun missed fired twice in the abdomen. Team did not waste time opening a new device. Remainder of test firing was done by scrub nurse (not part of procedure). The intervention was to open a new device.

Event description:
Unit did not fire, patient was bleeding ,failure to fire increased time to get bleeding under control the unit was being used by senior clinician fired once ok whilst in abdomen it failed to fire twice more, taken out of abdomen attempted to fire 5 more times by scrub nurse and only successfully fired once. There were no patient consequences.